Manufacturer narrative:
H6 code a27 "appropriate term/code not available" corrected to a010402 "migration" h6 code e2319 "hernia" corrected to e2403 "no clinical signs, symptoms or conditions".

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, this device was explanted and replaced due to a herniated reservoir. No other adverse patient effects were reported.